Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 18.5 hardware: iphone15.4 cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose reached 300 mg/dl while wearing the pod on the skin for an unknown duration of wear. While patient was reporting this pod, it was discovered that the pink slide insert did not move into the viewing window and that upon pod removal, the cannula appeared to be normal and that it was already outside; this indicates a needle mechanism failure.